Event description:
It was reported that the device was difficult to release from the delivery catheter during the implant procedure. After manipulating the catheter, the device was successfully released, however, the device became dislodged. The device was retrieved and a new device was implanted to resolve the event. The patient was in stable condition.